Event description:
(B)(6) 2023, hcp reported she had a patient with a persistent thread dimpling on both sides of her face. Pdo threads were implanted in (B)(6) 2022. Hcp partially removed 1 of 3 pdo threads on the patient's right cheek. Hcp tried to remove the remaining of threads without success and stopped to avoid scarring. According to hcp, several treatments of radiofrequency microneedling have been performed to get the threads to dissolve faster, and mentioned the treatment has helped but the patient still has a dimpling. The patient is aware it may take time until the threads dissolve completely. In addition, hcp informed the threads were placed by a nurse practitioner who was learning. (B)(6) 2023, our medical director contacted the hcp directly to provide advice (B)(6) 2023, hcp confirmed she has not followed up with the patient again and that she will provide an update when available. (B)(6)2023. Hcp provided the patient's update mentioning that it still looks the same. (B)(6) 2023, hcp referred the patient to a plastic surgeon who used a micro-v cannula to break up a pdo thread that was anchored in the upper dermis. According to the hcp, the plastic surgeon confirmed the event appeared to be resolved after following up with the patient.